Event description:
It was reported that the patient experienced discomfort due to ipg migration. The patient underwent a revision procedure wherein the ipg pocket was relocated and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.